Manufacturer narrative:
Medtronic address for h11 ¿ name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an infusion set was not sticking on (B)(6) 2026. The blood glucose level was high at the time of event and was treated with insulin pen.